Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The customer reported the wake button was not responsive unless they pressed really hard and stated it inhibited insulin therapy. The customer's blood glucose level was 139 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.